Event description:
On february 24, 2006 while transferring a resident using a golvo 7007es resident fell to the floor. According to the facility , the resident reached up and pulled down on right side if the slingbar while he was in the lsing and being transferred from bed to wheel chair. Aides report that the loop on the right side of sling came off the slingbar hook. In march 2006, the lift was inspected by liko rep. And found to be in proper working order. There was no malfunction in any part of the equipment including thesling and the slingbar, with safety clips intact and properly positioned. During this inspection the events reported in the incident could not be recreated. At the time of inspection liko was informed that the resident passed away on february 26, 2006. Per the facility, death was not related to this incident.